Event description:
It was reported that the preloaded intraocular lens (iol) had a tear in the leading haptic. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.